Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely depressed carbon dioxide result was obtained on a patient sample on a dimension vista 1500 instrument. Quality control (qc) recovered within range on the day of event. Siemens remotely ran service method tests and determined that the mix tests recovered out of range. A siemens customer service engineer (cse) was dispatched to check the instrument. The cse inspected the system and replaced the sample 3 mixer, which returned the instrument to normal operation. Replacement of this part is considered normal troubleshooting or maintenance for issues of this nature. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista 1500 instrument. The repeat result was higher than the discordant result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 result.